Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010 5076 implantable pacing lead (B)(6) 2010 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at 8 v @ 1ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.